Event description:
A cartridge change error was reported with the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump parts, but despite these efforts, the cartridge could not be successfully loaded. The customer completed a new cartridge fill and was referred for further troubleshooting.